Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation concluded that, the explant photos show obvious wear and deformation of the oxinium head. The intraoperative image shows blackened soft tissue around the capsule and joint space. The manufacturer of the prior ceramic liner and explants is unknown. The instructions for use for the hip femoral component and accessories state in the precautions section that neither metal nor oxinium ball heads should be used in cases of revision following ceramic fracture. This is because remaining ceramic fragments increase the risk of accelerated wear and reduce the expected life of replacement ball heads. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tha surgery had been performed on an unknown date, the 40mm oxinium modular head (B)(4) and the r3 0 degree xlpe acet lnr 40mm ID x 60od (B)(4) were significantly damaged due to the ceramic particles that were still in joint from a previous ceramic liner fracture (unknown if from s+n). This adverse event was treated by a revision surgery on (B)(6) 2026, in which the devices were explanted. Current health status of patient remains unknown.